Manufacturer narrative:
Case-(B)(4). The device was not returned for evaluation but a device history review was obtained for lot number af271401. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2016, that a (B)(6) -year-old male patient had an off-pump convergent study procedure with successful conversion to sinus rhythm. Four days post-discharge patient presented to emergency room with chest pain, shortness of breath, anxiety and lower extremity edema. Patient was treated with 40 mg IV lasix every 8hrs and later discharged from the hospital. This event has previously been reported to the agency under ide study # (B)(4). This event has been adjudicated as a procedural issue as part of the ide study # (B)(4). Although this event has not been attributed to the device, atricure is reporting this event under part 806.